Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (unknown ID) was implanted on (B)(6) 2024, in a 3-year-old female patient. The patient slipped and hit the head on the hardwood floor closed to the implanted shunt. After two to three hours, shunt failure symptoms were noticed such as lethargy and vomiting. Therefore, the valve was removed and replaced on (B)(6) 2024. There were no visible cracks or blockage noticed however, there was a blood in the siphonguard.

Manufacturer narrative:
Updated fields: d1, d2a, d2b, d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828814pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 7. The valve was visually inspected, and no defect observed. The valve failed the test for programming, occlusion, siphon guard and pressure. The valve passed the test for leak and reflux. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the shunt failure is due to biological debris and protein build up interfering with the valve.

Event description:
N/a